Event description:
It was reported that this right atrial (ra) lead had dislodged. It was reported that this right atrial (ra) lead had dislodged. An attempt was made to reposition this ra lead, but was unsuccessful. This ra lead was therefore explanted and a new ra lead was implanted. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead had dislodged. An attempt was made to reposition this ra lead, but was unsuccessful. This ra lead was therefore explanted and a new ra lead was implanted. No additional adverse patient effects. This device has returned and been analyzed.

Manufacturer narrative:
This report contains additional information noting the device has returned and will be analyzed.

Event description:
It was reported that this right atrial (ra) lead had dislodged. An attempt was made to reposition this ra lead, but was unsuccessful. This ra lead was therefore explanted and a new ra lead was implanted. No additional adverse patient effects. This device has returned and analysis is expected.